Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3487a-45, lot# v125952, implanted: (B)(6) 2008, product type lead; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3487a-45, lot# v078605, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3487a-45, lot# v125952, implanted: (B)(6) 2008, product type lead; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3487a-45, lot# v078605, implanted: (B)(6) 2008, product type lead; product ID 3487a-45, lot# v078605, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information indicated that the patient was seen by a manufacturer representative few days prior to the report. The patient had a transverse tripole configuration. The x-ray showed that both quad leads moved down significantly, and contacts 0 through 8 which were on the quad leads showed total open circuits. However, the octad lead seemed to have moved down just slightly by 2 contacts on a subcompact lead. All contacts on that lead which were 8 through 15 showed normal impedance and the patient had adequate stimulation with only that lead programmed. The patient was very satisfied with his stimulation coverage and there were no plans for a revision at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced stimulation in the wrong location. It was stated that there were high impedance values, greater than 20,000 ohms, on "most pairs from 0 and 1 through 6 and 15". It was noted that there were on 5 pairs under 900 ohms. There were also low impedance values of less than 50 ohms on 0 and 3, as well as, 4 and 6. It was reported that it was unknown if the open circuit was at the lead or the extensions. The patient was feeling stimulation in their rib area and a "stabbing" sensation in their back. It was noted that on some programs were "maxed out" at 10.5v with no stimulation sensation. It was stated that the patient was going to have an x-ray done to determine the lead level. It was noted that a revision was a possibility. The patient was going to see a medtronic representative on (B)(6) 2013 to review the x-ray findings and determine a plan. The patient was alive with no injury or adverse event.